Event description:
It was reported that during a surgical orthopaedic procedure, the blade broke at the mount. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the blade broke at the mount. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.